Event description:
Pt had a uterine artery embolization to preserve fertility. Pt had damage to their femoral nerve, the saphenous nerve and the sciatic nerve. Pt was told that they could have a problem conceiving. In 2000, pt had an intrauterine insemination. Pt developed a yellow discharge. Pt was given doxicycline. Four days later, pt had what was most likely a miscarriage. The next week, the pt put on keflex and then back on doxicycline. Pt is still bleeding slightly since their last menstruation. Pt has loss of feeling in their leg and foot for six mos.